Event description:
The manufacturer received information alleging a "ventilator requires maintenance warning". There was no allegation of patient harm. During the evaluation of the device at the manufacturer's service center it was determined that the device gave a warning to the ventilator that maintenance was required. The device's motherboard and oxygen blending module board were replaced to address the issue.